Manufacturer narrative:
A DHR review was completed with no noted nonconformances or anomalies during production. The materials that are patient contacting are non-cytotoxic, non-sensitizing and non-irritating. Samples were not available for further evaluation.

Event description:
Patient reported skin irritation in the form of rash, blisters/welts, and rawness with open skin. The patient sought medical treatment and was prescribed a topical anti-inflammatory medication. The patient reported following the proper skin preparation steps.